Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased sodium (na) results on one patient. The results provided were: (B)(6), initial na = 110meq/l (normal range 136-145) / repeat = 138. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer observed falsely decreased sodium results on the architect (B)(4) instrument. The customer replaced the ict module and the issue was resolved. The customer informed an on-site abbott representative (cls) that urine sodium quality control (una qc) results were erratic following the installation of ict module 160614014. The cls inspected the analyzer and found pink discoloration on the cuvette dryer tip and also found the tops of multiple cuvettes were stained pink. The cls addressed the erratic una qc issue by washing the cuvettes manually and replacing the cuvette drying tip, the ict check valve, and the 1 ml syringe. A review of service tickets for the architect (B)(4) found no contributing factors and no additional reports involving the ict module have been received since the customer replaced the ict module 160614014. A complaint review identified no trends or issues for the ict module related to this issue. No other complaints have been received for ict module lot 160614. A review of c8000 instrument complaints revealed no issues or trends related to the complaint issue. The architect system operations manual provides adequate information, troubleshooting, and maintenance concerning erratic/ discrepant results. Based on the available information, a deficiency of the system was not identified. There is no evidence to reasonably suggest a malfunction occurred for the ict module 160614014. The issue was resolved through standard troubleshooting procedures and therefore no further action is required.